Event description:
It was reported that the patient was inappropriately shocked. The right ventricular (rv) lead was found to have high thresholds, high impedance and noise oversensing. The lead was programmed off until lead revision. The lead was capped and a new lead was implanted. It was further reported that the right atrial (ra) lead had high thresholds, high impedance and noise oversensing. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.